Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be confirmed or reproduced during evaluation. An investigation was performed on all available information. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device shutdown and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.